Event description:
The clinic reported that a laser vision correction patient presented with trace of diffuse lamellar keratitis post operatively on right eye. No loss of visual acuity reported.

Manufacturer narrative:
Operator of device. Health professional. Device available for evaluation: yes. Report source health professional/user facility/company representative. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. They also reported that they increased the topical steroid dosage. All pertinent information available to amo has been submitted. Placeholder.